Manufacturer narrative:
Evaluation: inaccurate placement and/or incomplete sealing of the zenith renu aaa ancillary graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries. Unless medically indicated, do not deploy the zenith renu aaa ancillary graft in a location that will occlude arteries necessary to supply blood flow to organs or extremities. Do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. An evaluation of this event found that it was most likely caused due to the physician covering the sma with the high placement of the device.

Event description:
A male patient presented to ER in 2006 with ruptured abdominal aortic aneurysm. The physician attempted to seal off rupture with another manufacturer's graft, but it did not have a large enough diameter, and a large proximal type I endoleak was present. The other manufacturer's graft was placed very close to the renals, physician elected to place zenith renu main body extension at or just below the right renal. The sma was distal to the left renal, but proximal to the right renal. The renu device was placed, covering the right renal as expected, and very near to the sma in 2006, it was noted that the renu device partially covered the sma and patient was taken to the cardiac cath lab where attempts to access the sma for placement of a stent were unsuccessfull. The patient was then sent to the ICU for monitoring. The patient was stable the next day, but took a turn for the worse, developed acidosis, renal problems and ischemic bowel. The patient refused further intervention, knowing the implications of refusing treatment and expired soon after.